Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken grip at the grip-tips. A piece approximately 0.22mm x 0.12mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large hem-o-lok clip applier instrument was not clamping down on the clip. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: customer stated the clip applier would not clamp onto clip while trying to load outside of the patient. Customer was unable to use the clip applier due to the fact that it would not clamp onto the clip to load for procedure. A new clip applier was obtained for the case.